Event description:
It was reported that the anesthesia workstation failed the system checkout. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Investigation of the reported event has been completed. Our field service engineer investigated the system and the reported failure was reproduced. The issue was solved by replacing o2 flush button and valve (including label). No parts have been returned for the further analysis of the issue. Evaluation of the test log confirms the reported issue. The test failed due to flow being too high before button depression. The recommendation from the service manual when this failure occurs is to replace the o2 flush valve. Based on that, mentioned part and o2 flush button were replaced and no further issues have been reported with this device. Previously performed investigations have shown that the failure described in this complaint is related to o2 flush quality. The root cause was found to be a seal inside the o2 flush valve not fully withstanding an environment containing anesthetic agents. The investigations have shown that anesthetic agent from the fresh gas line may be transferred to the o2 flush and thus affect the seal in a negative manner. Improvements have been made to make the o2 flush seal fulfill the environment requirements. The improvements have been implemented during the first quarter of 2013 in production and as a new spare part. The system involved in this complaint was equipped with an old version of o2 flush button, i.e. Device was manufactured before the improved connection was implemented, in 2011. The root cause of the failure in this complaint has been determined. Based on prior investigation, the most probable root cause is related to design of seal inside of the o2 flush valve. The issue was decided to be reported based on available information as the initial description might have underlying causes, which represent a reportable event.

Event description:
Manufacturer's ref. #: (B)(4).